Manufacturer narrative:
Complaint reference: (B)(4).

Event description:
It was reported that revision surgery was performed due to unknown reasons. Bicon-plus pe insert antil 6/32 non-cem, bicon-plus titanium shell 6-59 non-cem and cocr head 32mm 12/14 xlong+8 were explanted.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, it was reported that revision surgery was performed due to unknown reasons. The initial and revision surgery were performed in the eduardus krankenhaus köln (B)(6) 2006/(B)(6) 2017, exact dates unknown). It is noted, the hospital informed us that it does not have a confidentiality release from the patient and therefore no further information can be provided. Smith and nephew has not received the device/ adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.